Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) resolved this issue by phone conversation with the customer by explaining that the recent field action for datasette repair was performed 6 months ago and the message for battery maintenance means it is time to check the batteries by running the ¿battery maintenance test¿. The customer advised that they know how to run the test and they would call back if necessary. The full name of the event site noted is (B)(6).

Event description:
It was reported by the customer that the cs300 intra- aortic balloon pump (iabp) displayed ¿battery maintenance required¿. It is unknown under which circumstances this event occurred. No patient involvement or adverse event was reported.

Manufacturer narrative:
.

Event description:
It was reported by the customer that the cs300 intra- aortic balloon pump (iabp) displayed ¿battery maintenance required¿. It is unknown under which circumstances this event occurred. No patient involvement or adverse event was reported.